Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"(B)(4)." "Report from the sales rep: this is the second time when the facility experienced similar incidents. At the beginning of the operation: around 30mins, a piece of the septum was removed from the patient cavity through the event product while attaching to an instrument. The customer didn't remember what instrument the piece was attached to. They guessed that the piece was remaining attached on the septum without dropping to the cavity before the piece was removed while attaching to an instrument. The devices potentially causing the incident were- below, used to insert/remove through the event product. Laparoscopic forceps with metzenbaum scissors(b.braun aesculap). Laparoscopic forceps with maryland type (b.braun aesculap). Laparoscopic forceps with croce type (b.braun aesculap). Hem-o-lok clip (mc medical). Lapraty(johnson & johnson). Initial investigation report by (B)(4) olympus: the event unit with a piece of the septum was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. As seen in the picture below, the returned piece approx. 7.6 mm x 6.2 mm almost matched the missing portion in shape. However, after putting the piece onto the missing portion of the septum, a small missing part was possibly found on the damaged septum. It seemed that the piece was not returned to (B)(4). The unit will be returned to (B)(4) for further evaluation. (B)(4). Type of intervention: "unknown." Patient status: "no patient injury." Requests: the customer would like to know durability of the septum, and expect design changes for septum to be strengthened against damages. If possible, please include answers for the following questions in the closing letter. To investigate if the event septum had enough durability compared to conforming products. To identify by what instruments the incident was caused." Additional information received via email on july 12, 2016 6:26 pm from (B)(4): "it seemed that the duckbill was cut in order to display the septum tear. Although it might be difficult to confirm the pictures due to the duckbill hiding the septum, the torn piece and the open space of the torn septum location matched partially. The torn piece was derived from the septum."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the septum, an internal component of the seal, was fragmented. All seals are thoroughly inspected and testing during the manufacturing process. Based on the complainant's event description, engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.